Manufacturer narrative:
Three (3) actual samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were returned with the aluminum foil peeled. The hot-stamped pouch was in good condition. The packages were squeezed per tutorial and all 3 were found to have an open seal. The reported condition was verified on all samples. The cause was due to excess pressure on the over pouch when doing the prepare check. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of three (3) minicaps had an air leak. There was no patient involvement. No additional information is available.